Event description:
Patient reported receiving a blood glucose result of 110 mg/dl, while using the suspect device. Pt sought treatment, an urgent care center, where their blood glucose measured 91 mg/dl (using facility's blood glucose monitor). Patient was shaky and not feeling well and was subsequently transported, by ambulance, to the hospital. Upon their arrival in the hospital, patient's blood glucose measured 49 mg/dl (using hospital device). Pt was treated with intravenous fluids (glucose, 5% glucose and potassium), and released the following day. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.